Event description:
A manufacturer's representative reported that the pump low battery alarm was occurring at the last refill visit. No action was taken at that time. The patient returned to the clinic exhibiting unspecified withdrawal symptoms and the pump was alarming at that time. The pump was subsequently explanted, replaced, and returned to the manufacturer for analysis. Device was implanted for 86 months.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete at this time. A follow-up report will be sent when the analysis is complete.